Manufacturer narrative:
A patient experiencing heating at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient experienced heating at the ipg site while charging. In turn, the ipg was explanted and replaced to address the issue.